Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) communicated with customer and confirmed that the system won't start. Upon remote testing, the rse analyzed the logfile which showed that the suit pc did not start up properly and communication with the xray pc could not be established properly which caused the reported issue. To resolve the reported issue, the rse suggested to shut down the system and then perform a cold restart and suggested some troubleshooting steps if issue reoccurred. After cold restart, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that system won't start. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.